Event description:
Patient admitted (B)(6) for elevated ldh, dark urine, high flows and powers; patient compliant with coumadin, flows and power increasing to 7, ldh 1001, inr 2. Patient started on heparin. Ramp study (B)(6) with dilated lv at all speeds with sub-optimal decompression. Cta on (B)(6) 2016 did not reveal a thrombus at inflow or outflow graft. Patient started on heparin drip; urine lightened on (B)(6) 2016. Eptifibatide started on (B)(6) 2016. Ldh stable in the 700's.

Event description:
Patient admitted on (B)(6) 2016 with increased flows and powers, dark urine and hemolysis; treated with heparin and epfitibitide on that admission. Ldh stable in 700's, exchange was not done at that time to re-evaluate patient's candidacy for transplant. On (B)(6) 2016, patient presented with a new r mca stroke in the setting of hemolysis. Patient not a candidate for tpa; anticoagulation held to prevent hemorrhagic conversion. Patient then had an internal change on (B)(6) 2016 with new l sided neglect. Repeat CT with mild worsening edema and a 2-3 mm shift. Patient moved to the ICU and placed on eeg; no seizures noted by eeg. Neurology consulted and felt the patient would need 24 hour supervision and ongoing assistance with self-care. Patient undergoing physical, occupational and speech therapy to enable maximal neurological rehabilitation.